Manufacturer narrative:
Other, other text: additional h10 the device was received for evaluation. Visual and functional testing were performed and the reported issue was confirmed. During visual inspection, the device was found to have a broken seal on the plunger assembly and cracked on the right plunger case and bottom case. During functional testing, the device was found to fail force sensor and was out of specification. It was determined that impact knocked the sensor out of calibration and that contamination was observed around the flippers and timing plate. The force sensor was replaced to resolve the functional issue identified. Following part replacement and preventative maintenance, functional testing was performed and the device passed. It was concluded that the root cause was normal wear of the device due to age (8 years). A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: g1, h6.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump had a force sensor bridge test. No adverse patient effects were reported.